Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v858673, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v082506, implanted: (B)(6) 2012, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; (B)(4).

Event description:
It was reported the patient was getting their implantable neurostimulators (inss) 'prophylactically' replaced. No reported issues with the left implantable neurostimulator were reported. The patient's right side device had high impedances, over 10,000 ohms on multiple combinations. The patient's device was programmed to case positive, 3 negative which was not reported to have been high, and the patient had reportedly been 'okay' on that program. The physician was going to replace the device and check the connections. After replacement all impedances were normal. Everything was reported as fine.